Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that following a device changeout the right ventricular lead had high impedance. It was further reported that the lead had fractured. The lead was capped and replaced. No further patient complications have been reported as a result of this event.